Event description:
General report of bleedback during use of pressure monitoring kit rec'd. The pressure monitoring kit was set up and in use with pulmonary artery catheters on two different patients. It was reported for both incidents that during use "blood backed up from the pulmonary artery distal line (yellow line) to the junction between the distal line and the zeroing stopcock (luer locks above the stopcock)." On one patient "not only did bleed back occur, but blood began to leak from the luer lock," spilling approximately one to two drops of blood on the floor. The sets were removed and replaced without harm to the patients. Additional patient information was requested, but no further information was available.